Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead had dislodged and fallen into the rv. The device was reprogrammed to vvi 50 from ddd 75 with bi-v trigger on.